Event description:
The user facility reported that multicast addresses are not being released following the disconnection of the mna to their hexavue ip custom room rack. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the multicast addresses required an increase to the limit range. The technician performed service activities, tested the function and operation of the device and confirmed it to be operating to specification. The unit was returned to service and no additional issues have been reported.